Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device would not complete the boot up cycle. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker determined that the cause of the reported issue was due to a failed power and system pcb assembly. Due to a part obsolescence, the device cannot be repaired. The device was returned to the customer unrepaired. The customer will scrap the device.